Event description:
The 59m, bmi 26.7, angioseal "popped" the morning following the cath procedure with first time out of bed. Approx. 4" diameter hematoma present. Resealed with manual pressure, vital signs stable. Blood pressure at deployment was 115/75. Reason for use: to stop/prevent bleeding at catheter site.